Manufacturer narrative:
Additional information: d2a, d2b, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is a patient-specific event due to the loosening of the anchor postoperatively.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 6/26/2025: an FDA medwatch notification was received via email. A facility representative reported that the patient fell off a bicycle and sustained a left posterolateral elbow dislocation along with additional injuries. In 2024, the patient underwent open reduction and internal fixation of a closed, displaced fracture of the radial head/neck. Procedures also included primary repair of the lateral ulnar collateral ligament using local tissue and open treatment of the elbow dislocation. During surgery, a radial head fracture fragment was excised, and the remaining radial head was anatomically reduced and stabilized using a 2.4mm locking compression plate. The lateral ulnar collateral ligament was repaired utilizing a metal anchor and fiberwire. A CT scan performed in 2025 revealed progressive displacement of volar fragments that were not included in the initial fixation. Additional concerns were raised regarding potential loosening or infection at the lateral epicondyle anchor site, along with the presence of small bony fragments in the posterolateral aspect of the elbow.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a patient's legal representative reported via email that the patient sustained severe and permanent injuries, including a closed, displaced radial-head and neck fracture, left closed posterolateral elbow dislocation, and a left elbow lateral ulnar collateral ligament tear as the result of an incident involving a bike crash. The patient required an orif procedure; however, the legal representative reported that the procedure was unsuccessful due to a failed ar-1915sf 3.5 x 12.1 mm corkscrew suture anchor. As a result, the patient ultimately underwent an arthroplasty procedure. No further information has been provided.